Manufacturer narrative:
Generator was returned and evaluated for reported device failure. There was significant corrosion of the pins of the generator and a discoloration on the connector itself. Level of corrosion would indicate that cleaning at the customer (contact with bleach) causing degradation of the pins is a potential root cause.

Event description:
During a bankart procedure, a saphyre bipolar probe was plugged into the generator. Generator immediately showed a low, load impedance and then shorted out. Customer then tried another generator with a different probe, same lot # and again the same problem. The outcome of case was an open procedure, using shaver blades to debride. A 45 minute delay occurred during the case.